Event description:
Additional information was received indicating the patient was recovered for an asintomatic mav. During the procedure, no symptoms could be observed as the patient was put into a coma. The patient died 24 hours after the intervention due to an esa. The physician did not detect any abnormalities or different behaviors than usual while using the medtronic device. The catheter entrapment probably occurred due to a prolonged injection of liquid embolic into pathological small caliber vessels. In addition, there was probably a reflux which also affected the non-detachable tip of the catheter beyond the marker. The physician waited a few minutes and then pulled back the catheter to resolve the catheter entrapment, which at that point, resistance was found.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was being treated for a high-flow avf of the left apc region with irregular-walled flow aneurysm localized on the main feeder and gross venous dilatations. The length of time that the physician waited before pulling the catheter back to address catheter entrapment was less than 5 minutes. It was unknown if the reflux passed over the proc marker.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported it was not able to be determined if the patient's death was related to the medtronic device. The patient's death was (B)(6) 2021. Esa translates to subarachnoid hemorrhage (sah).

Event description:
Medtronic received information that there was difficulty getting the apollo catheter out after liquid embolic injection. Catheter entrapment/difficult removal. The patient was undergoing a fav embolization treatment. The access vessel was the left radial artery. Vessel tortuosity was severe. It was indicated the devices were prepared according to the instructions for use (IFU). Catheter was flushed as per IFU.  The catheter was trapped during onyx injection. Force was applied during removal.  The tip of the catheter was stuck. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.